Event description:
It was reported that the embolic protection device (epd) was difficult to remove from the delivery system, requiring additional intervention. A carotid wallstent was selected for use. A non-(B)(6) epd was used in conjunction with the carotid wallstent. After the stent was deployed, it was not possible to retrieve the epd from the stent delivery system. The physician used a very long non-(B)(6) 6f sheath the retrieve the epd, and the procedure was completed. There were no patient complications as a result of this event, and the desired level of patency in the carotid was established. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).